Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was not working as his blood glucose will be in the 400's mg/dl. Customer stated that the pump was working fine on friday night. Customer stated that yesterday, his blood glucose was high. Customer does not want to troubleshoot. In a previous call, the customer reported a bent cannula and changed the infusion set the night before. Customer's blood glucose was 384 mg/dl at the time of the incident and his current blood glucose was 299 mg/dl. Customer did not feel good due to the high blood glucose. Customer treated with the pump. Customer stated that there were leaks that were observed in the middle of the tubing. Customer was advised to do a complete set change.